Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed that the host pc was not booting up. However, the host pc was turning on upon manual start. Upon further testing, fse confirmed the cmos battery was very low (2.2v). The fse replaced the host pc and returned to supplier for further analysis. The analysis confirmed the host pc malfunction and identified multiple failure in mother board (faulty bmc and ethernet port lan2). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the host pc failed to start up, which would prevent the whole system from starting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.